Event description:
A physician reported with a description of postoperative endophthalmitis occurred in 3 of the 5 patients. There are three medical device reports associated with this complaint. This report is 1 of 3. Additional information has been requested.

Manufacturer narrative:
Seven unopened company cartridges were returned in an opened 10-count company cartoon. All seven pouches were visually and microscopically examined. No rips or tears or holes were observed. All seals were intact. Product history records were reviewed, and documentation indicated the product met release criteria. The root cause for the reported endophthalmitis could not be determined. The returned unopened company cartridges were visually and microscopically examined. No rips or tears or holes were observed. All seals were intact. Sterility is guaranteed unless the pouch has been damaged. All company cartridges are terminally sterilized with 100 percentage (%) ethylene oxide sterilization. Company uses an overkill sterilization approach, which greatly exceeds the minimum requirements for sterility. Critical parameters for sterilization cycles are recorded and retained for every sterilization load to demonstrate that the acceptance criteria for the sterilization process are met. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.